Manufacturer narrative:
See scanned pages.

Event description:
Journal reference: ghosh a. Moosa a, khera j, luciano m. Does csf shunt affect the functioning of intrathecal baclofen pump? Ann neurol. 2008;64 (suppl.12):s89. Altered csf dynamics due to csf shunting may potentially affect the function of intrathecal baclofen pump (itbp). Reportable event: the reason for pump removal or revision in the shunt group were loss of efficacy in 1 pt. See mfg report # 2182207-2008-07868.